Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant tracking log/ progress note only. The patient's legal fact sheet alleges the patient experienced infection. In regards to infection, the warning section in the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records, the patient's legal fact sheet and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2010 patient was diagnosed with stress urinary incontinence (sui), complex cystic mass and underwent implant of a bard/davol soft mesh as a tvt sling. On (B)(6) 2014 patient was diagnosed with pelvic pain, dyspareunia, urge incontinence, urinary frequency, urinary urgency, frequent urinary tract infections, urinary stream slowing and underwent urethrolysis, sling removal, cystoscopy and urethrocele repair with kelly plication. The patient's legal fact sheet alleges the patient experienced pain, infection, incontinence, urinary frequency and explant.